Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated three times and all repeat results were higher than the initial result and matched. It is unknown which instrument(s) the sample was repeated on or if the corrected results were provided to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument malfunction. The cause of the discordant glucose result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.